Manufacturer narrative:
Product not yet returned for eval. (B)(4) .

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Customer stores their supplies in the original vial closed at all times in room temperature of 75 degrees in their bedroom expected blood results range from 100 to 130mg/dl reviewed memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Customer stores their supplies sin the original vial closed at all times in room temp of 75 degrees in their bedroom. Expected blood results range from 100 to 130mg/dl. Reviewed memory: 206mg/dl, 7:00am, (B)(6) 2015, fasting; 156mg/dl, 4:00pm, (B)(6) 2015, after lunch; 250mg/dl, 9:00pm, (B)(6) 2014, after dinner; lo, 12:16pm, (B)(6) 2014 fasting; lo, 10:30am, (B)(6) 2014, fasting. No adverse event reported.